Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported "no impact delivered." We are considering this to mean no shock was delivered. There was no patient impact.